Manufacturer narrative:
Zoll has received the catheter however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm theraphy, customer reported that the first solex 7 catheter (lot #unknown) lumens could not be flushed and was removed. A second solex 7 catheter (lot #unknown) was placed below the first catheter placement site via left subclavian; on the 6th-day, the nurse noted blood-tinged saline within the start-up kit (suk) circuit. A solex 7 catheter leak was suspected. The thermogard console generated an "air trap" alarm and it was placed on standby. It is not known if the saline bag was empty. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. Please see MFR 3010617000-2021-00615 for the thermogard ivtm system (serial #unknown).

Manufacturer narrative:
The reported complaint of leak on the solex 7 catheter (lot # 154923) was confirmed during functional testing. A pinhole leak was observed at proximal end of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the serpentine balloon. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was at observed at proximal end serpentine of the balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for solex 7 catheter with lot number 154923. Ccr 53255, reported on feb 24, 2021. A pinhole leak was observed at proximal end of the serpentine balloon.

Event description:
During ivtm theraphy, customer reported that the first solex 7 catheter (lot #unknown) lumens could not be flushed and was removed. A second solex 7 catheter (lot #154923) was placed below the first catheter placement site via left subclavian; on the 6th-day, the nurse noted blood-tinged saline within the start-up kit (suk) circuit. A solex 7 catheter leak was suspected. The thermogard console generated an "air trap" alarm and it was placed on standby. It is not known if the saline bag was empty. The catheter was removed and specifics of further treatment to the patient was not provided. No consequences or impact to patient.